Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that line from the infusion set came lose at the cannula and the detachment occurred at the quick release. The site location was the patient's left buttock and the pump was located on the left side. The infusion had been used for two days and they were stored in a cool dry cabinet in the garage next to the car. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation of the returned 1 tubing, it was found that the tubing was detached from the tubing connector. No further information available.